Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ureal urea/bun (bun) results for 4 patient samples tested on a cobas 8000 c 702 module. Of the data provided 1 patient's results were a reportable malfunction. The patient's initial bun result was 21 mg/dl with a repeat result of 54 mg/dl. Repeat testing was performed on another analyzer. The erroneous result was not reported outside of the laboratory. The repeat bun result of 54 mg/dl was deemed to be correct. There was no adverse event. The bun reagent lot was 298742 with an expiration date of 30-sep-2018. The samples were aliquoted my a modular pre-analytical system. The field engineering specialist found worn sample seals and the internal reagent and sample probe rinses were too low. He replaced the sample seals. He initialized the system and performed air purges successfully. The customer run qc with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The customer noted there were no calibration failures and qc appeared to be near the mean. Further investigation confirmed that the field engineering specialist initial finding and the service activities performed solved the issue.